Manufacturer narrative:
(B)(4).

Event description:
Procedure: panniculectomy. According to the reporter: the right side of the abdomen was palpable with fluid, left side with slight wound breakdown of lateral incision, 70cc of serosanguinous fluid drained from right abdomen: minor right and moderate left side with slight wound breakdown of lateral incision, scattered sutures clipped from incusuin wounds dressed with bacitracin 2.5% lidocaine with 2.5% prilocaine cream telfa and mefox tape left side wound dehiscence into superficial fat of lateral incision. Overall the incision appears to be healing gradually. Minimal erythema and edema. There is also a central abdominal incisional area that has the same appearance but is 3x1 cm.